Manufacturer narrative:
It appeared that the fitting on top of the canister was cracked. A field service engineer (fse) was dispatched and replaced the defective plug/fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the fluid was leaking from the waste sump canister on unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.